Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had an irritation under the front left electrode caused by the lifevest. The patient described the irritation as broken open skin with puss coming out. There was no alleged device malfunction. The patient's nurse advised use of an unknown lotion. The patient reported that the irritation was no longer itching.